Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had been showing a chronic noise and undesired impedance behavior. The ra lead was surgically abandoned, and a new ra lead was implanted. The pacemaker was explanted due to therapy upgrade for a cardiac resynchronization therapy pacemaker. No additional adverse patient effects were reported.